Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen shut off (pump shut down). There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated data: b4,d9,g3, g6, h1, h2, h6(health effect ¿ clinical code,type of investigation,investigation findings,component codes,investigation conclusions), h11 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part pcb, exec processor spv with a reported unit failure of screen shutoff while on patient. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, exec processor spv in the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual.the fat dept. Was not able to replicate the failure of screen shutoff. Part pcb, exec processor spv passed testing. Sending the board to the supplier per procedure.the following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for pn. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a